Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection found no damage or irregularities.

Event description:
It was reported that the catheter was fractured. The 24 x 2.25mm, 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was repoted that the catheter was fractured. The 24 x 2.25mm, 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.